Event description:
It was reported that approximately six months post a port placement via the right internal jugular vein, the catheter was allegedly found to be ruptured. It was further reported that the right chest wall infusion port was removed under local anesthesia. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port and a catheter in two segments were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The edges of the complete diagonal break on the distal end of the catheter segment and proximal end of the distal catheter segment returned were noted to be uneven. The surface was noted to be granular with residue throughout. Therefore the investigation is confirmed for the reported fracture and the identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Device) (method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately six months post a port placement via the right internal jugular vein, the catheter was allegedly found to be ruptured. It was further reported that the right chest wall infusion port was removed under local anesthesia. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.